Event description:
It was reported that this patient contacted boston scientific technical services (ts) regarding a red call doctor icon from their remote communicator. Ts reviewed the data and explained that the alert had occurred due to high, out-of-range shock impedance from the right ventricular (rv) lead. The patient was referred back to their healthcare facility. At this time, the system remains implanted and in-service. No adverse patient effects were reported.